Manufacturer narrative:
An evaluation was completed on february 15, 2022. During the visual evaluation, no apparent damage or visual anomalies were observed on the saline smooth returned device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided nor present on the device, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: insufficient information manufacturer¿s reference number: (B)(4).

Event description:
The mentor analysis lab received an unknown saline implant prosthesis on (B)(6) 2022. The return of a device in this manner is characteristic of a removal and replacement surgery, which is being reported conservatively. Implantation and explantation information was not provided and is unavailable. No complaint, patient contact, or health professional contact information was received. As such, no follow-ups could be conducted to acquire additional information from those sources. Follow-ups were conducted for the distributor, but no information could be associated with the complaint in regards to the tracking number. Furthermore, the device could not be associated with any existing complaints within mentor at this time. Should additional information become available, mentor will submit the information accordingly.